Event description:
The customer reported that they were performing a pediatric stem cell collection procedure. The total blood volume (tbv) had to be recalculated as weight x 80ml. The tbv was wrongly calculated and entered, which resulted in an overdosage of citrate to the patient. The procedure was uneventful. The entry error was discovered the following day during a second stem cell collection procedure on the patient. The patient was examined by a medical practitioner. The patient was unharmed and had suffered no obvious signs of citrate toxicity during the procedure and was also well during the second stem cell collection. This report is being filed due to device malfunction (use error) that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this event. There were no irregularities during manufacturing that were relevant to this issue noted in the DHR. This issue was clearly identified as operator error from the customer description of the event. The equipment performed as specified. The device has since received preventive maintenance with no issues reported relevant to the reported condition. Root cause: operator error.